Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300 mg/dl range. Reportedly, customer's bg levels begin to elevate when the cartridge gets to 50 units of insulin remaining. Customer uses novolog insulin and reported insulin is used longer than 72 hours. Tandem technical support educated the customer on insulin labeling. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.